Event description:
It was reported during a procedure to implant a new lead to address a lead migration issue (reference MFR. Report#: 1627487-2015-23390) on (B)(6) 2015, the physician abandoned the procedure. The physician stated the patient's epidural space made the lead placement difficult. The physician was unable to advance the lead to the intended area and did not implant the lead.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).